Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, small chip at peripheral edge of iol. Lens was left in eye. Additional information has been requested.

Manufacturer narrative:
The lens was not returned for evaluation. A photo was provided of an implanted lens. The photo was blurry. The haptics were not visible. There was a dark line at the optic edge, this appeared to be anterior. This may be the reported ¿chipped ¿area. Damage to the optic edge may be caused by a plunger override. No determination can be made from the photo. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. A photo was provided of an implanted lens. There was a dark line at the optic edge, this appeared to be anterior. This may be the reported ¿chipped ¿area. Damage to the optic edge may be caused by a plunger override. The root cause for the lens damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned cartridge. The tip had heavy stress and an aneurysm. This type of damage may occur with inadequate viscoelastic in the cartridge and /or if the lens and plunger are not positioned correctly for advancement. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degrees celsius (64 degree fahrenheit) and 23 degrees celsius (73 degree fahrenheit). The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.